Event description:
Customer reported that they slid out the battery in laryngoscope handle and a small spark appeared and then a small flame. There was no reported patient involvement or injury. This was an out of box failure. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom is awaiting the return of the device for a thorough analysis. Hillrom will submit a final report with investigation conclusion on this incident.

Manufacturer narrative:
The fiber optic laryngoscope handle is an accessory used with compatible rigid fiber optic laryngoscope blades which are used to examine and visualize a patient¿s airway and aid placement of a tracheal tube. Hillrom has requested the device to be returned for analysis however, its location is currently unknown. If the device is received, a thorough investigation will be performed, and the results will be submitted in a supplemental report.

Event description:
Customer reported that they slid out the battery in laryngoscope handle and a small spark appeared and then a small flame. There was no reported patient involvement or injury. This was an out of box failure. This report was filed in our complaint handling system as complaint #(B)(4).